Manufacturer narrative:
The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the insulin pump is having trouble in auto mode transition. Customer's blood glucose at the time of the incident was 56 mg/dl. Troubleshooting was done. Product is not expected to return.